Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at twelfth inflation, it was noted that the balloon ruptured at 10atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.